Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer was failed. A technical support specialist (tss) was able to remote in via lmi and found that ethernet/lan2.0 was not detected. Tss user was instructed to toggle the cabinet switch, and it was discovered that the cables were slightly loose. Tss advised the user to tightened and the cabinet switch was turned to '1', ethernet was detected. The application was restarted, and the error no longer appeared. Nurses were able to log in and issue medications, the drawers functioned as intended issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower application was unavailable as drawers were offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.